Manufacturer narrative:
(B)(4). Device evaluation summary: one detached needle and one suture piece of product code vcp364, lot mjm737 were returned for analysis. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected, but marks appears to be by use of surgical instrument could be found on the body needle. The suture piece was examined. A correct insertion mark and body fluids were observed; also, the end was cut. In addition, the force used to detach needle from the suture could not be determined. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident. Photos of the sample were received for analysis. Upon visual inspection of the picture, a detached needle with body fluids and the strand could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device mjm737 number, and no non-conformances were identified. Second device reported in mw 2210968-2019-84293.

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) 2019 and suture was used. The suture was detached from the needle during use. There were no adverse patient consequences.